Event description:
The pt developed edema, induration, tenderness and erythema at treatment sites, drooping at the left side of their mouth, nausea and a change in their taste sensation two weeks after injection with bovine collagen. The physician has diagnosed this as hypersensitivity and has treated the pt with topical antihistamine cream, oral antihistamine and oral prednisone.